Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the device failing operational check at defibrillation. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails operational check at defibrillation. There was no patient involvement.